Manufacturer narrative:
Device was not implanted/explanted. (B)(6). A product investigation was completed: we have received one va lockscr ø2.7 head 2.4 self-tap l16 ta back for investigation. The visual inspection showed that the head thread is strongly worn and damaged. By the shaft thread there are spots where the thread is shaved off too. The tip section and the stardrive are in working order. It is likely that the head thread got damaged trough too much force was applied and several attempts to insert this screw in to the plate thread caused the damage and later the screw kept idling. In addition the damages on the shaft thread must have been caused by contact to the plate or other hard components. No manufacturing related fault was found. The review of the device history record was provided by the manufacturing plant and showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and no non-conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. It was reported by the facility that the subject device would not be returned for evaluation. A device history record (DHR) review was performed for the subject device lot number 9511239. This lot number corresponds with non-sterile lot number 7953976. The DHR reviews for both sterile and non-sterile lots showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. It was reported by the facility that the subject device would not be returned for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery to treat a supracondylar humeral fracture on (B)(6), 2015, during attachment of a variable angle (va)-distal humeral plate (9-holed extra-long for posterior lateral), the surgeon tried to insert the reported va locking screw from the distal end of the screw hole. However, the surgeon was unable to lock the screw. The screw was re-inserted after checking the angle of the drilled hole with the depth-gauge, but to no avail. According to the surgeon, the drilling was performed in variable angle and the drilled hole was angled no more than 15 degrees. It was replaced with another locking screw of the same lot number and the plate was successfully locked. The surgery was completed and there were no adverse consequences to the patient. The surgery was delayed for 5 minutes due to the reported event. This report is 1 of 1 for (B)(4).